Event description:
Confirmed revision of pinnacle/corail implants. Reason not provided, revision date confirmed.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Search of the complaints databases finds two other reports for pain against the 2712208 lot code. Previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. As no reason for revision has been provided, it is not known if the reporting is similar. The search found no other reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.